Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2003, 7120 lead implanted (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that oversensing, noise and a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic) were observed due to electromagnetic interference while the patient was swimming. It was further reported that another lia triggered for high-rate non-sustained episodes and sic due to suspected electromagnetic interference. Additionally, the pace/sense lead that is located in the right ventricle displayed noise. The pace/sense lead was capped, and the pace/sense portion of the existing defibrillation lead was activated and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.